Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call placed to technical services on 4/11/2017 noted that there were 2 spikes in rv lead pacing impedance value to more than 3000 ohms on (B)(6) 2017 and (B)(6) 2017. Unable to recreate with isometrics pocket manipulation and arm movement. Thresholds and sensing are normal. No oversensing was created. No electromagnetic interference sources observed. Technical services suggested doing an x-ray. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).